Manufacturer narrative:
E1: initial reporter facility name: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) large volume infusors underinfused during infusion. The actual completion time was 10 hours later than the scheduled time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11 h4: the lot was manufactured between february 16-17, 2023. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. The returned photographs were reviewed which showed fluid inside the device's bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the event could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.